Event description:
At 2 months from primary, revision surgery for acetabular shell loosening. The surgery was completed successfully. All acetabular components and head revised successfully. The patient start to had pain since 1 month after primary.

Manufacturer narrative:
Batch review performed on 06 may 2022: lot 2109312: (B)(4). . Expiration date: 2026-08-31. No anomalies found related to the problem. (B)(4).